Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 19-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device item management failed. The technical support specialist stated that pharmacy would need to login to mql for the cr and edit the pharmacist verify request quantity to what user need it to be for that medication order for that approved request to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medflex 1000 had an order for morphine 20mg/ml soln for patient and the user could not issue the med because it had 0 for dispense qty. The customer stated that the user could not edit the qty issue field since the order had already been verified. There were no adverse events or injuries reported based on this incident.